Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a unusual other issue. Lifescan was going to transfer the patient to customer support (cs) but the patient had disconnected the call. Lifescan representative stated that the patient said that the pump is asking for a number. Cs tried to contact the patient on the phone number that was on file but there was a message stating that the phone was not in service. There is no additional information at the time of this report. Cs attempted to contact the patient without success. The pump is unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.